Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: a review of the pump¿s black box showed evidence of loss of prime and no cartridge detected warnings on (B)(4)2018. During testing, the pump successfully completed the 24 hour duration test with no warnings or alarms occurring. The force sensor calibration was found to be within required specification. The pump case was removed and the force sensor was found to be intact. The complaint of the unable to prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue.